Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s report was confirmed, no other leaks were found other than the one reported. The rubber was found with a chip. The image was clear with no stain on it or flickering. The device passed the image fog test. The video connector was found with a dent. Excessive frayed wires were found at the dent side of the bending section. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported defects on a videoscope. The scope failed the leak test and had no image during reprocessing. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was repaired and returned to the customer. Based on the investigation, the reported event may have been caused by external stress to the bending section. The operation manual alerts the customer on adding stress to endoscopes as follows: "important information ¿ please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." According to the device evaluation, trace of outer stress added to bending section was confirmed. The user handling may have deviated from instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue.